Event description:
According to the reporter before the bypass of gastroenterostomy procedure, air did not enter smoothly into the device. The procedure was completed with another device. The surgical time was not extended. The event occurred during the procedure but the product was not used for patient. The status of the patient is with no problem. Additional tissue resection is not required. There was no tissue damage. The incision site was not extended. Nothing fell into the patient's cavity. No bleeding occurred.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned product noted that the trocar balloon appeared to be intact. The obturator and inflation syringe were present. No visual abnormalities were observed. Pmv performed functional testing which included inflating the trocar balloon; no leaks were detected. The locking collar and valve functioned properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. No enhancements or improvements were generated for the reported condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.